Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of jejunal tube kinked. Reported event of jejunal tube blocked/occluded. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is (B)(6) 2014. According to the complainant, on (B)(6) 2014, the jejunal tube was kinked. On (B)(6) 2014, the patient was hospitalized and it can be observed that the jejunal tube was also clogged. The duodopa treatment is temporarily given via the gastric port. A recent angio-scan showed a potential kinking of the jejunal tube. The patient will undergo an endoscopy and if the problem still persists, the physician is planning to remove the jejunal tube and subject the patient to an oral duodopa treatment. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is (B)(6)2014. According to the complainant, on (B)(6) 2014, the jejunal tube was kinked. On (B)(6) 2014, the patient was hospitalized and it can be observed that the jejunal tube was also clogged. The duodopa treatment is temporarily given via the gastric port. A recent angio-scan showed a potential kinking of the jejunal tube. The patient will undergo an endoscopy and if the problem still persists, the physician is planning to remove the jejunal tube and subject the patient to an oral duodopa treatment. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on december 4, 2014: on (B)(6) 2014, the jejunal tube was clogged and on the same day the issue was resolved.